Event description:
Opened "sterile" syringe on sterile operating field. Syringe was packaged with a dirty, greasy piece of plastic in the inner package. Suspect product contamination. Did not utilize contaminated set-up.